Event description:
It was reported: the reconstruction plate was implanted on the radius of the patient in 2007. During an x-rays follow up, it was noticed that the plate was broken into two pieces. The patient had a revision approx eight months later.

Manufacturer narrative:
Device not returned, no evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be submitted.